Event description:
This system had migrated and a revision was scheduled. When the pocket was opened, the decision was made to explant everything due to signs of pre-erosion and infection. The system will be replaced at a later date. On (B)(4) 2013 - this system was returned.

Manufacturer narrative:
(B)(4) 2013 - the model name, model number, pt. Dob, and PMA number have been corrected.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 37 cm distal to the is-1 connector pin. Only the proximal part was received. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead was visually and electrically analyzed. The inspection of the insulation showed damages caused by laser cutter which originated most likely from the extraction procedure. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The analysis did not reveal any sign of a material or manufacturing problem.